Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the screen was black and the device was continuously beeping. The customer stated that the machine was unplugged but the beeping continued despite there being no power supply. The station was then plugged back in, but there was no change. The customer turned the device off using the power switch, which stopped the beeping, but when the unit was turned back on, the screen remained black and the beeping resumed. The machine was turned off again to prevent constant beeping at the station. The customer stated that there was a delay in medication dispensing as the user had to retrieve medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height controller was causing black screen. A field service engineer replaced the controller on 4.2 and 4.1, tested it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.